Event description:
A 3.5mm diameter x 30mm length ave gfx stent was inserted to a severly calcified target lesion at the ostium of the left anterior descending coronary artery after predilation with a 3.0mm percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion due to calcification of the target lesion and the upward nature of the lakeoff of the artery. At this point in the procedure, the guide catheter suddenly became disengaged from the ostium of the artery and the physician attempted to pull the stent back into the guide catheter, unsuccessfully. Upon removal of the whole system. The stent dislodged from the stent delivery system at the femoral sheath, although attempts were made to snare the stent from the femoral artery, it had to be surgically removed from the due to the "flaring" of the proximal portion of the stent. The physician did not follow the instructions for removal of an undeployed stent, subsequently, an attempt was made to place., another MFR's stent at the target lesion, which was unsuccessful. There was no further treatment to the target lesion since the pt was pain-free and there was good flow to the target vessel. There was no additional clinical sequelae reported relative to the event.